Event description:
It was reported that the insulin pump alarmed no delivery alarms excessively. The customer stated that the blood glucose readings had been in the 300 mg/dl range for a while. He stated that he had changed the reservoir, insulin, and infusion sets over multiple times within a week's span. The most recent blood glucose reading was 326 mg/dl. He declined troubleshooting and requested that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump was received with minor scratches on lcd window and cracked belt clip slot.